Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: chinese journal of reparative and reconstructive surgery(mar. 2022);36(3):291-300. Doi: 10.7507/1002-1892.202110021.

Event description:
Title: clinical application of arthroscopic automatic reverse guide wire passer in posterior meniscus root reconstruction the aim of this study was to explore the application value and operation skills of arthroscopic automatic reverse guide wire passer (hereinafter referred to as wire passer) in the posterior meniscus root reconstruction. Between august 2015 and december 2020, 36 patients (16 males and 20 females; average age of 46 years [range, 26-66 years]) with posterior meniscus root tears were included in the study. The meniscus was sutured by using absorbable pds ii-0 line (johnson & johnson, USA) and wire passer developed by the authors under arthroscopy. Reported complications include incision fat liquefaction (n=2) which healed after symptomatic treatment. In conclusion, under arthroscopy, the wire passer for the posterior meniscus root reconstruction has the advantage of simple operation, reliable suture quality, and shorter operation time.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics?